Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, skin paresthesia, loss of nipple sensation and implant palpability.

Event description:
Healthcare professional reported left side moderate skin paresthesia and implant palpability, and loss of nipple sensation these events are not related to device. Healthcare professional later reported left side rupture discovered during explant surgery and exchange from textured to smooth due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in device on the posterior side assessed as fold flaw opening and one opening on anterior side assessed as smooth opening. Numbness-ndr: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Visibility/palpability -ndr: unable to observe since it is a medical event and is not related to the device. Nipple sensation increase/decrease-ndr: unable to observe since it is a medical event and is not related to the device. Additional observations. Crease fold observed on the device. White particle observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side moderate skin paresthesia and implant palpability, and loss of nipple sensation these events are not related to device. Healthcare professional later reported left side rupture discovered during explant surgery and exchange from textured to smooth due to product concern. Device has been explanted and replaced.